Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was chosen for implant using a flexnav delivery system. During procedure, before the flexnav insertion the physician dilates femoral artery due to the calcified narrowing. After the full deployment of navitor valve, there was no expansion on the aortic sector (crown). The physician decided to post dilate with 22mm non abbott balloon. The post dilation was successful and the navitor expanded fully. The patient had a high blood pressure of 180/90 during the procedure. There was no reported paravalvular leak and no gradient. After the procedure neurological abnormalities were observed such as aphasia and suspected stroke. There was no significant delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of stroke after the valve was implanted and the valve not fully expanding during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging was received and was reviewed by abbott r&d. The review found that both the image and video received appeared to show the deployed navitor valve. The sequence of the files was unable to be determined, but the valve appeared to be more expanded in the image than in the video. The cause of the stoke was reported to be due to the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.